Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture damage to the pump after the patient went swimming. It was noted that the battery cap and cartridge cap were changed on a regular basis. There was no indication where the moisture ingress was in the pump and it was not clear as to whether or not there was damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was major corrosion observed within the pump case. Corrosion was also found on the old flex ribbon. Moisture was also observed under the display lens. The audio bolus button was found to be detached from the pump. The bolus button was also found to be leaking during a leak test. Unrelated to the complaint, the ok keypad button was found to be unresponsive. The keypad cover was found to be intact. The keypad cover was removed and there was no evidence of contamination. Also unrelated to the complaint, the battery compartment was found to be cracked from the opening down to the rubber bumper. The text on the display screen was also found to be faded, dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).